Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the connector. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, the information in this complaint (B)(4) has been evaluated. The batch 6008383 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: functional test air leak according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging: the lot 6008383 was packaging according to the wi version 79, in the machine multivac 12, on 30/jul/2024, with a total of (B)(4) units. Assembly: the lot 4g03669 was assembled according to wi version 27 on-line inspection for assembly of quick set on 29/jul/2024, with a total of (B)(4) units. The lot 4g03698 was assembled according to wi version 27 on-line inspection for assembly of quick set on 30/jul/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4g01712 was packaging according to the wi version 42, in the machine mp 04 and mp 08, on 28/jul/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 06-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6008383 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.